Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot c755e was conducted. There were no related non-conformances. This lot met all release requirements. A review of kit lot c755e for the reported issue shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. The customer returned photographs for investigation. The analysis is based on the description and the customer photograph. The photograph provided shows what appears to be blood on the centrifuge chamber wall. There were no photographs provided of the complaint kit. Therefore, the root cause for the centrifuge bowl leak/break could not be determined based on the information provided. No further action is required. Investigation complete.

Event description:
The customer called to report a centrifuge bowl leak/break during the first cycle of treatment. The leak had sprayed onto the wall of centrifuge chamber. The customer could not recall if an alarm had occurred. The patient was in stable condition and was not impacted by the incident. The kit was discarded; however, a photograph was provided for investigation. No further actions required at this time.